Manufacturer narrative:
Additional information received indicated that the lens was explanted on (B)(6) 2019 as the patient had dysphotopsia and significant glare. It was indicated that the patient doing fine and has no post operation issues. The following fields were updated accordingly: if explanted, give date: (B)(6) 2019. Patient code 3191 - updated planned explant to explant. Additional patient code 3191 - glare. Additional patient code 2140 - dysphotopsia. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported complaint could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: the explant was scheduled for (B)(6) 2019. To date, no confirmation has been received. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt375 multifocal iol (intraocular lens) was implanted on (B)(6) 2018 in the patient's right eye (od). Reportedly, the lens was planned to be explanted on (B)(6) 2019 . The reason of the explant is unknown, not provided. No additional information was provided.